Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached a battery status of end of life (eol). Though the device was functional at the previous follow up examination, telemetry could not be established and no tones were elicited with magnet application at the time of changeout due to advanced battery depletion. Additional information was received that this chronic ventricular implantable lead was found to be fractured.